Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported a cgm accuracy issue associated with a hospitalization. At the time of the event, the patient had been wearing the sensor for approximately 4-5 days, during which the cgm displayed glucose readings in the 200 mg/dl range. On or around (B)(6) 2026, the patient developed symptoms including vomiting and difficulty breathing. In response to these symptoms, the patient¿s mother transported her to the emergency department (ed) at approximately 10:00 am for evaluation. Upon presentation, a bg measurement obtained in the ed was reported as 400 mg/dl, while the cgm continued to display glucose values in the 200 mg/dl range, indicating a discrepancy. Following clinical evaluation, the patient was diagnosed with diabetic ketoacidosis (dka). Treatment included intravenous insulin and electrolyte replacement; specific medications were not reported. The patient remained hospitalized for two days, from (B)(6) 2026, and was discharged home without the need for additional treatment. At the time of reporting, the patient¿s condition was described as stable and feeling fine with no ongoing symptoms reported. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken upon arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.